Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high, out of range shock impedance measurements. The measurements had previously trending on the high side. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.